Event description:
The complaint/event involved a 6.5" (17 cm) appx 0.35 ml, smallbore pressure infusion (400 psig) ext set w/remv microclave¿ clear, nanoclave¿, purple clamp, rotating luer. The reporter stated that when the rn went to the flush saline through a patient's unspecified IV line, there was pressure in the line and fluid came out of microclave port. There was no patient harm, injury or adverse event.

Manufacturer narrative:
A series of photos were shared by the customer, where different conditions of the set is shown. However, the most representative one is where the seal is observed to be protruding from a nanoclave. One used sample item #a1201 was returned for evaluation. As received, the silicone was observed to be protruding out of the nanoclave device. Some parts of the tube were observed to be tacky, due to a piece of tape that was placed. No mating devices were returned. The customer's complaint can be confirmed based on the physical sample evaluation and photos shared by the customer for evaluation. The probable cause is typically due to overpressure on the device without activating the clamp. According to the directions for use (dfu): for sets equipped with clave/ microclave y site: prior to pressurizing, activate the slide clamp and give the pressure infusion through the clave/microclave y site. A device history record review could not be conducted because no lot number was identified.